Event description:
According to the reporter: the lower jaw broke off into the pt and was removed using a grasper. No blood loss or pt injury was reported. Another ultra shears was used for the remainder of the case.

Manufacturer narrative:
MDR initial report submitted: 11/18/2008.